Event description:
It was reported that this implantable lead was part of the system revision due infection and impaired wound healing. Reportedly, the implant site incision was not properly closed; then the butterfly bandage was applied, and an oral antibiotic was given to the patient. However, the incision was still not closed during the office visit. The patient was scheduled for a pocket revision. No adverse patient effects were reported. The implantable lead remains implanted.